Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was tried to enter his blood glucose into the pump and the insulin pump was cuts off and they had issue with insulin pump. The customer¿s blood glucose level was unknown. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test. No excessive no delivery alarms noted. Pump passed self test, unexpected restart error test, off no power test and all operating currents tested within the spec range. Pump was monitored and tested with no blank display and missing segments/partial display noted. Insulin pump received with corroded battery tube noted.